Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, d9, h3, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, wear abrasion, yellow particles on the shell, and fold creases. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "capsular contracture, baker grade unknown, pain and shape disfiguration." The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, pain and shape disfiguration.

Event description:
Healthcare professional reported "capsular contracture, baker grade unknown, pain and shape disfiguration." The device has been explanted and replaced. This record relates to the right side.